Event description:
Rptr has knots on fingers, elbows, and legs (the bones), severe burning in back, numbness in arms and legs, bowel blockage, uncontrollable diarrhea, no energy splotches on leg below calf and cannot walk, leg cramps and night sweats.